Event description:
Caller reported an error with a continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, guided the caller through the reset process, and the caller successfully started their sensor session without any further errors.